Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that three years following and intraocular lens implant (iol) procedure, best corrected vision is 20/40. The patient is very unhappy. Everything looks good, including iol centration, except the iol has a tremendous amount of glistenings. The surgeon believes the glistenings are causing the problem. Additional information was provided by the surgeon who reported that the lens material caused or contributed to the event. The patient's prognosis is not good, and he is considering explantation of the iol. The patient has had lasik and a yag since the original procedure. There are two medical device reports associated with this patient. This report is associated with the left eye.